Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, on the abdomen. The patient entered fingerstick values were entered during error display. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system with share user's guide states: do not calibrate if the glucose reading error symbol shows in the status area. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. A root cause for the reported inaccuracy cannot be determined.